Event description:
Nodule, right breast. Found in 1986 during a routine gynecological exam. A chest x-ray was taken. No mammogram testing capability available at military hosp overseas. The nodule was surgically removed in the hosp. Found to be benign. Nodule, right breast. Found during routine mammogram and subsequent sonogram. The nodule was surgically removed by a breast surgeon. It was benign. Extensive sclerosing adenosis found in adjacent tissue during surgery for nodule removal. Bilateral calcifications found. Recurrent persistent left breast pain and lymph node inflammation under left arm. Recurrent persistent joint pain and inflammation. Felt it was arthritis. Consistent generalized fatigue with unexplainable bouts of extreme fatigue. Severe osteoporosis. Plastic surgeon that implanted breast implants stated that unless there was a very evident problem, implants would never have to be removed or replaced. No expiration date given. Breast surgeon seen annually stated time & again to pt that pt's implants did not need removal or replacement. Leakage, however, was suspected by pt when recurrent persistent left breast pain and left underarm lymph node inflammation began. This info relayed to breast physician during every annual visit, by fax, telephone calls. Pain thought by breast surgeon to be either non-breast related or due to fibrocystic disease. Lessened caffeine intake, as suggested by physician, seemed to make no difference in regards to pain. Mammograms have always indicated a difference in implant configuration. Right breast implant appeared lobulated in shape & extended more superiorly than left implant. Calcification noticed more in right breast. Both nodules found and surgically removed were in right breast. It was visually evident to pt as well that right breast was higher than left and that left breast was smaller than the right breast. This became more pronounced through the years. Mammogram indicated possible subcapsular leak because of right breast implant configuration. Plastic surgeon indicated pt had a grade ii contracture & a possible grade IV contracture because of associated pain. On physical examination and also due to age of breast implants (17 years), doctor further indicated that the implants may be ruptured. During routine mammogram & subsequent sonogram, bilateral encapsulated ruptures indicated. Breast implants were removed. Found to be completely ruptured. Plastic surgeon told pt that silicone leakage was not encapsulated and that it had leaked into the body. "It is felt by pt that adverse problems stated are a result of complications from the breast implants. It is feared that autoimmune disease has caused connective tissue disorders, including the recently discovered severe osteoporosis for which the pt is about to begin aggressive treatment. The greatest fear, however, is the long-term physiological effects of silicone mixed with bodily fluids and it's migration to other body tissue.